Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate stimulation in the intended pain area. X-ray identified a lead migration. A revision procedure was performed, during which the anchor and lead were replaced. It was reported that the patient experienced restlessness, including tossing and turning due to opioid withdrawal, which may have attributed to the lead migration.